Event description:
It was reported that the pump alarmed for no disposable, clamp tubing. Stopped pump but double beeping persisted. Pump powered off. Line clamped. Cassette removed and tubing massaged. No air noted. Reconnected cassette and powered on pump. Double beep persisted. Removed cassette and tapped on hard surface. Massaged tubing. Reconnected but double beep began immediately. Removed cassette once again and massaged tubing. Reconnected but the pump continued to alarm no disposable, pump will not run. Pump powered off. Line was clamped. Rate: 0.6 ml/hr, reservoir volume: 93.1 ml, given: 16.9 ml. No air noted in cassette. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 - updated. No device was received for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.